Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user did not hear the ilet low-battery notification despite the device volume being set to high, the device subsequently powered off overnight, and the user awoke to a continuous glucose monitor alert indicating hyperglycemia; the device was recharged and reconnected, and blood glucose returned to range. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia without hospitalization. Investigation included customer care troubleshooting and education, including setup of the bionic circle application to enable louder alerts. Investigation of this case revealed user unawareness of the battery alert before bedtime and a device shutdown due to depleted battery; no device malfunction was identified, and the alert pathway was augmented via the companion application. It was concluded that user error was the main contributing factor to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.